Event description:
Pt reported bilateral central corneal ulcers with iritis and changes in vision. The pt customarily wears their lenses overnight 7 days a week. Right eye ulcer reported on file 1033553-2004-00014. Their va on day 1 was 20/200 and was 20/70 on day 7. They continue to receive medical treatment.